Manufacturer narrative:
Adverse event or product problem, corrected data: follow-up report #1 should have been selected as adverse event since intervention was taken (surgery) for the patient¿s adverse event. Outcome attribute to adverse event, corrected data: follow-up report #1 omitted required intervention to prevent permanent impairment/damage. Type of reportable event. Corrected data: follow-up report #1 should have selected serious injury as the type of reportable event.

Event description:
It was reported that the patient has experienced some increase in seizure activity. The patient's generator is at 1/4 battery capacity. It was reported that the patient would likely be referred for generator replacement. It is unknown whether or not the seizures are above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.

Event description:
Implant card was received on 03/24/2015 stating that the patient underwent replacement on (B)(6) 2015. The reason was stated as prophylactic, ifi-yes. The device was discarded after surgery and therefore will not be returned for analysis.